Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during procedure the lead would not go into the battery. The hcp attempted to loosen and reinsert, and the lead went in. The hcp tried to tighten the torque wrench, it clicked immediately, but the lead was removed from the battery with a gentle pull. The same thing was tried again with the same result. The ins was replaced with another one and the issue was resolved. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.